Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge remained static at 150 units on (B)(6) 2016, and the customer took the pump off on (B)(6) 2016, but did not press the "stop insulin" option on the pump screen. The customer reported that the original cartridge had been filled with approximately 300 units. On (B)(6) 2016, the customer reported that the cartridge was empty. During the call, the customer loaded a new cartridge with 250 units of insulin, and received an accurate fill estimate. The customer reported blood glucose level was elevated up to 600's (mg/dl), which was addressed with a correction bolus via the pump and manual injections.